Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt returned home after the event and will continue wearing the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the date does not indicate any device malfunction related to the defibrillation event. Device manufacture date and usage of device: monitor (B)(4) - initial use; electrode belt (B)(4) - (B)(6) 2013 reuse. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Atrial fibrillation with rapid ventricular response at 153 bpm with motion artifact contributed to the false detection. The pt was in the doctor's office at the time of the event. The pt was conscious at the time of the event. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The pt returned home after the event and will continue wearing the lifevest.